Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1624c156ej sn (B)(4), expiration date: 2019-03-29, UDI # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68mm diameter abdominal aortic aneurysm. Severely tortuous aortic neck. Thrombus in the junction area of the contralateral limb and the contralateral gate. The evar was successfully completed at the time of index procedure. It was reported that a postoperative follow-up CT six days later revealed dislodgment of the stent graft limb and there was a type iii separation endoleak. Two days later an intervention was performed. A stent graft limb was implanted and the endoleak was successfully resolved. Per the physician the cause of the event is anatomy related; the proximal neck was severely tortuous in the anterior and posterior direction, and also, the limb was positioned at the location that had been pushed by thrombus, those factors could have contributed to limb dislodgment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary review of a pre-implant planning and anatomical drawing revealed that the patient had a 68 mm max diameter aaa that contained significant thrombus. The proximal neck measured 20 x 21 mm just below the lowest left renal artery, and ranged in diameter from 21 ¿ 25 mm along the 32 mm neck length. There was no appreciable neck angulation noted in the left-right axis; however, the reported severe a-p angulation could not be assessed. The iliac arteries did not appear tortuous. The right common iliac artery ranged in diameter from 17 ¿ 13 ¿ 21 ¿ 13 mm along the 45 mm length, and the left common iliac artery ranged in diameter from 18 ¿ 14 ¿ 20 ¿ 13 mm along the 52 mm length. The plan was to place the bifurcate up the right side and extend with a 20 mm distal limb into the distal portion of the right common iliac artery. The contra limb was planned to implant into the gate proximally from the bifurcate flow divider, and extend distally into the distal portion of the left common iliac. The flow lumen within the aaa was not measured; however, thrombus was noted on the drawing enclosing around the full length of the limbs. A single returned post-implant CT-3d recon image revealed that the contra limb appeared to have detached from the bifurcate gate. The proximal end of the detached contra limb was slightly above the level of the gate, and there was no apparent remaining available stent graft overlap. There was also little angulation observed between the two detached limbs; however, the bifurcate aortic body was severely angulated ~50 deg in the a-p axis. A large amount of stent compression was also observed along the mid-length of the contra limb, and the distal limb was moderately angulated into the left common iliac artery. Both limbs appeared to be patent. The exact cause of the contra limb detachment occurring only 7 days post-implant could not be determined from the limited films provided. CT¿s prior to implant were not available, and a complete assessment of the patient¿s anatomy could not be performed. In addition, films during implant were not available for review and the amount of contra limb/gate overlap at implant is unknown, and complete CT¿s post-implant were also not provided. A pre-implant sizing drawing revealed that the 68 mm max diameter aaa contained significant thrombus that reduced to flow lumen diameter to just greater than the stent graft outer diameter. A single returned post-implant CT-3d recon image confirmed that the contra limb had detached from the gate. The detached limb was slightly above the level of the gate, and there was no apparent stent graft overlap. There was also little angulation observed between the two detached limbs; however, the bifurcate aortic body was severely angulated ~50 deg in the a-p axis. It is possible that inadequate contra limb/gate overlap may have contributed. Anatomical issues such as aortic angulation and excessive thrombus within the aaa sac may have also contributed to the detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.